Event description:
It was reported that the unspecified bd angiocath¿ IV catheter was missing its safety mechanism and blood leaked from it when the removing the guide wire. The following information was provided by the initial reporter, translated from portuguese to english: ""it was notice that the poor quality bd angiocath reference intracath (jelco), it has no safety mechanism, there is no way to see blood flow, with loss of venous access". Customer reports that she found the silicone folds easily, not helping when puncturing and ends up losing the material. There is no safety mechanism, when removing the guidewire there is blood leakage, it is required to put the polyfix fast. A polyurethane portion of the catheter damaged into the patient's vein, causing loss of venous access. Difficulty penetrating the patient's skin. In the form, the client reports that there was damage (but does not specify which). There was no need for medical intervention. There was no exposure to mucous membranes or skin.".

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for evaluation but bd was provided with a photo of the defect for evaluation. A review of the device history record could not be performed as the reported lot was unknown. According to the visual analysis of the sample photo, it can be verified that the needle had pierced through the catheter tubing and appeared to have been used. The fact that the needle had pierced through the catheter tubing means it is likely that it contributed to the bend/kink reported in the catheter tubing. However, there was not enough evidence in the provided photo to identify any possible leakage or threading difficulty. Based off the fact that the device appeared to have been used it was not possible to confirm that the bent/kink catheter, leakage, needle through catheter and threading difficulties were related to the manufacturing process. Since the device appeared to have been used a definitive root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd angiocath¿ IV catheter was missing its safety mechanism and blood leaked from it when the removing the guide wire. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was notice that the poor quality bd angiocath reference intracath (jelco), it has no safety mechanism, there is no way to see blood flow, with loss of venous access". Customer reports that she found the silicone folds easily, not helping when puncturing and ends up losing the material. There is no safety mechanism, when removing the guidewire there is blood leakage, it is required to put the polyfix fast. A polyurethane portion of the catheter damaged into the patient's vein, causing loss of venous access. Difficulty penetrating the patient's skin. In the form, the client reports that there was damage (but does not specify which). There was no need for medical intervention. There was no exposure to mucous membranes or skin."